Event description:
The implant failed due to patient health habit and poor oral hygiene. Fixture was placed at #27 and removed after 2 months. Bone graft material was used. Prosthetics attachment (bridge). Poor oral hygiene. Poor bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.